Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the popliteal artery with mild calcification, mild tortuosity and 80% stenosis. A command guide wire was advanced and then the 3x120 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was also advanced to the lesion. The balloon was inflated once to 8 atmospheres and ruptured. A new balloon was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure.